Event description:
After submission of the initial MDR, product was received on 8/5/2026 and it was determined this complaint is Not Reportable per CORPFT-140202.

Manufacturer narrative:
(b)(4).3004753838-2026-199750 was reported in error. Please disregard initial reporting of this event as this event has now been deemed Not Reportable.